Event description:
The screw broke during manual screwing into the phalanx. It broke again during extraction. The end of the screw remained in the finger equivalent reference USA : (B)(4).

Event description:
The screw broke during manual screwing into the phalanx. It broke again during extraction. The end of the screw remained in the finger equivalent reference USA : (B)(4).